Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that the patients pump was removed. Per the reporter it was about to kill him and the medicine was leaking someway into his system. When the reporter was asked when that happened the reporter stated its been a long time ago.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.